Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have corrosion/contamination on one blade. One blade exhibited moderate pitting corrosion on the outer mid-point surfaces. Cut performance is negatively impacted due to the corrosion. A piece measuring at approximately 0.69 mm x 0.55 mm was missing and not returned. Other metal components adjacent to these corroded blades do not show damage. Due to corrosion, the scissors experienced difficulties in opening and closing. The complaint was confirmed by failure analysis. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. .

Event description:
It was reported that during central processing procedure, the monopolar curved scissors (mcs) instrument was found to have little holes on the cutting surface. There was no report of patient involvement.